Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may not have been delivering properly. Customer reported that he had been experiencing high blood glucose levels. Blood glucose level at the time of the incident was over 400 mg/dl. The customer was unable to complete troubleshooting as he did not have a tubing clamp available. Blood glucose level at the time of the call was 342 mg/dl. The insulin pump was not replaced or returned for analysis.